Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The following facts were found. The coating peeling part was more than 4mm in a maximum width. The distal rubber and operation part was damaged. It was not possible to determine whether the damage was due to stress or handling. From the above, it was possible that the coating peeling might have occurred due to the same cause as other breakage, but it was not possible to determine whether the peeling was due to stress, handling, or other factors. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the coating of the insertion tube had been partially peeled off due to deterioration. There was no report of patient injury associated with the event.